Event description:
It was reported that the surgeon was doing a pars case today at sick kids that dislocated. It was reported that the range of motion was limited. It was reported that the patient dislocated the inner part of the liner from the outer part of the constrained liner in flexion as they were closing. It was reported that they had to implant a different trident constrained liner into place. We had to open the wound up again and replace this piece.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.